Event description:
It was reported that during a pulsed field ablation procedure, the electric potential 8-9 would not display. The catheter cable and electrogram (egm) cable were reconnected and then the catheter cable was replaced without resolution. Treatment was attempted; however, an unknown error occurred. The back button was pressed but the error persisted. The generator was restarted and the catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number: 0012454464 was returned and analyzed. Visual inspection was carried out. The catheter pscc100 of lot number: 0012454464 was received without guidewire. The guidewire lumen was received retracted, and no damage to the guidewire lumen was observed. The pebax tube kinked at distal arm. Mechanical verification of steering and slide mechanisms were carried out. The slide control function was performed, and the guide wire lumen was extended retracted without any issue. Steering function is normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed and using a test catheter interface cable was connected to the generator. The catheter failed ablation test due to a persistent error 2000 (catheter electrical current error). X-ray imaging has confirmed the integrity of the nitinol array wire, properly attached at the tip and at the dual lumen. The electrode wires are intact without breakage or detachment from the electrodes. Continuity test was performed with multimeter for the returned catheter, the electrical continuity test revealed an open loop between electrode #8 and connector pin #8 and an open loop between electrode #9 and connector pin #9. Hipot and lopot and electrical continuity test was carried out. Hipot verification of the integrity of electrode wires insulation revealed insulation damage and breakage. Lopot verification of the integrity of electrode wires insulation revealed insulation damage and breakage in the section handle half. Array lopot test passed. Dissection of the catheter confirmed damaged insulation and breakage of electrode wires within the shaft. Damaged insulation and charred of electrode wires within the shaft at 2 inches distally from the handle nose. Electrode wires were broken at 2 inches distally from the handle nose. In conclusion, the catheter failed the return product inspection due to a kinked pebax tube, electrode wire broken, electrode wire insulation burnt/damaged observed on the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.